Event description:
It was reported that the physician had difficulty placing the lead due to patient anatomy. Additionally, the stylet got stuck in the lead and the lead may have a fracture. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/ stretching/overstress,the interior svc (superior vena cava) cable was extrinsically pulled/stretched,the interior rv (right ventricular) defibrillation cable was pulled/stretched,there was blood on the distal conductor of the lead and it was obstructed,the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen,visual summary analysis of the lead indicated damage at implant. The analyst also noted: there was a piece of broken stylet stuck in proximal segment and cannot be removed due to dried blood on distal conductor. The dried blood in the distal conductor most likely entered though the df-4 pin. Visual inspection of all conductor ends of proximal segment and distal segment. There was found the cable ends of rv, svc and sense cables fractured/ pulled/stretched/overstress and distal conductor was cut. According to the reported and analysis finding. It is likely all the cable ends was damaged when the physician trying to pull the stylet out of the lead during the procedure.